Manufacturer narrative:
The probable root cause cannot be determined based on the information provided and phone support details. A hard restart was performed and the system functioned properly. The investigation did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed the system functioned properly after a hard power cycle. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm #1 kept advancing when installing an instrument. The caller mentioned that the guided tool change was not active during the occurrence. The technical support engineer inquired if the arm had been clutched bedside, as the sterile assist in the field could have been controlling the arm and might advance it without stopping if not under visualization and control. The caller advised that the arm was not clutched, yet it continued to advance. The procedure was completing as planned with no reported injury.